Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the other manufacturer's right ventricular (rv) lead, connected to this cardiac resynchronization therapy defibrillator (crt-d), had shock lead impedances greater than 200 ohms. Boston scientific technical services (ts) suggested to have the patient come in to clinic to have the lead evaluated. No adverse patient effects were reported. Additional information was attempted and no further information is known at this time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated that this crt-d was removed and upgraded. The cause to the impedance issue remains unknown. The other manufacturer's right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.